Manufacturer narrative:
Concomitant medical products: 559453 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.